Event description:
During follow-up, increased capture threshold was observed on the right ventricular (rv) lead. During revision, blood was found in the header of the device. The rv lead and device were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2023-11701.

Manufacturer narrative:
The reported event of increase capture threshold was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.